Event description:
It was reported that the customer was using the tracheostomy on her (B)(6) daughter, a patient with a critical airway that cannot be bagged or intubated from above. The trach had fallen out, but she was able to put it in right away. At that time it was noticed that one of the phalanges had broken off rendering the trach useless. The trach was a brand-new trach and received in october. Two different trachs were chosen for emergency replacement, however those cuffs were found damaged at the time of placement, also rendering those trachs useless. Fourth tube was placed successfully. Patient remains stable.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Two samples and five photos were returned for analysis. Samples had evidence of torn, damaged neck flange with flange eyelets attached to a velcro material. The third and fifth photos display a device with evidence of the cuff airway piece slightly detached from the neck flange. Additionally, the devices were subjected to a leak test after being inflated with 3cc of air and submerged in water to identify any holes in the cuff area or gaps in adhesive that may have led to the cuff deflation reported by the complainant; however no leakage was noted during evaluation despite the observed damage. The root cause was not able to be determine however if the tube does come into contact with a sharp material, such as velcro, it is possible to cause a tear which can propagate further during use. The complaint was determined to be caused by user interface. No actions were taken to mitigate the reported issue since issue was not confirmed. No problems or issues were identified during this device history record review.